Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced persistent infections and subsequently was administered oral and topical antibiotics in (B)(6) 2018 and (B)(6) 2019. It was further reported that the abutment was removed (date not reported).